Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer re-loaded the cartridge to resolve the issue.